Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response. No button error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer¿s blood glucose level was 218 mg/dl at the time of the incident. Time clock advanced and customer declined signs of physical damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.